Event description:
Sneezed horribly and starts in the middle of the night all three times, lasting 3 days. This happened on multiple trips while traveling from home. After the third time I gave up on the air mini. Each time I used it I was unable to work for several days. Changed hose and mask but did not help. I believe it is the humidex cartridge. If it is the whole concept of this machine is a failure. (I buy the stronger cartridge of the two but both caused reactions.). I tired changing cartridges suspecting they somehow changing the cartridge would help. I've used CPAP machines for 12 years. I never had a problem except with the resmed air mini. Last 5 years have been on a resmed airsense 10. This is a defect product on the market in my opinion. .